Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump¿s arrow and bolus button was more difficult to get response. The customer¿s blood glucose was unknown. Customer stated that the screen of insulin pump was scratched or smudge. The customer mentioned that the insulin pump had random no delivery alarms and had rejected new battery alert. The insulin pump¿s motor was louder during rewinding. The insulin pump will not be returned for analysis.